Manufacturer narrative:
A4 - weight: correction h2: correction h6 - type of investigation: correction

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on (B)(6) 2025, while the patient was resting, the patient suddenly began yelling for approximately two minutes, followed by moaning and grunting, and then became unresponsive. A friend called emergency services. Upon arrival, the paramedics assessed the situation. The patient had lost consciousness due to hypoglycemia. Attempts by ems to administer glucose gel were unsuccessful, prompting the paramedics to administer d50 intravenously. Ems performed a fingerstick, however the patient was unable to provide the value. After receiving treatment, the patient regained consciousness but reported feeling drained and unwell. Symptoms following the episode included headache and fatigue. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 100 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect - clinical code - 4592 - delirium.